Manufacturer narrative:
The product was evaluated on 06/05/2023, low suction was found when tested with a medela lab kit. It was noted there was damage to the chassis and residue in the aggregate. After cleaning the aggregate, the vacuum readings were within specifications.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer including verifying the user was not washing or drying tubing on the pump; verifying the user was using dry parts; and verifying there was no milk backup. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2023, the customer indicated that she developed mastitis on (B)(6) 2023 and was prescribed an antibiotic, which she is still taking. She indicated that the replacement pump was working without issue and her mastitis appears to be resolved. Based on the results of our internal investigation (reference number ca11-001), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2023, the customer alleged to medela llc that she was experiencing low suction with her pump in style max flow breast pump. She additionally alleged she had mastitis and clogged ducts and was waiting for an antibiotic due to her pump now working.